Event description:
The customer reported that when the biomed tested the om2 cable using the checkout procedure the svo2 number was drifting from 73-79 but when swapped out with another om2 cable using the same monitor it works fine. There were no patient complications reported. Through troubleshooting, it was determined that the cable was bad.

Manufacturer narrative:
Evaluation: the customer¿s complaint of the svo2 incorrect and drifting could not be confirmed through evaluation of the returned device, however a temperature error was detected. Upon further investigation, the cable was found to have an open wire issue on p1 from pin10 to e25 on the pc board. The open wire issue may have been caused by handling (twisting) of the product. The cable was manufactured 12-sep-2012 and the device history record review was completed and all manufacturing and sterilization inspections passed with no non-conformances. Per edwards¿ policy the device was taken out of service and destroyed.